Event description:
This is the second known incident of quality control from MFR, see w.o.10761. Operator said that unit not working properly. Operator believes that test may have been run with a bad tube. Director of cardiology found a bad test tube in lot of tubes that was remaining. Co's distributors said that flat tube should not affect any readings. In speaking with the actual co reps they said this could affect performance. One problem this presents is that pt's blood level can be affected since about 20cc of blood is taken for each test and if repeat tests are necessary due to bad tubes, then pt care can be compromised. Operator said that unit not working properly. Unit giving real short act values. Performed calibration verification procedure. Found that test tube may have a problem with quality control. Found from MFR that the flat tubes are not used for act tests, and normally have white top. Will return sample to MFR and they will send another box of tubes. Will also make arrangements for finding other defective batches of tubes.